Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose of 670 mg/dl. Customer was treated with intravenous insulin and saline, and was discharged on 7/20/21 with no permanent damage. Reportedly, an occlusion alarm had occurred. The customer changed pump supplies to resolve the issue, and continued to use the pump for pump therapy.